Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results for an unknown number of patient samples. Of the data provided for 11 samples, only the results for two samples were discrepant. Patient 1 initial carbamazepine result was 0.42 and the repeat result was 5.05. Patent 2 initial bilirubin result was -2.3 with a data flag and the repeat result was 14.1. The units of measure were requested but were not provided. Information concerning if any erroneous result was reported outside the laboratory was requested but it was unknown. The patients were not adversely affected. The carbamazepine reagent lot number was 166770. The bilirubin reagent lot number was 179632. The expiration dates were requested but were not provided. The field service representative checked the analyzer and found the sample probe was dispensing the samples very close to the edge of the cuvettes. The issue was corrected, but then returned. The field service representative then found one cuvette was broken which was making turbulence in the incubation water and creating bubbles which affected the all the following cuvettes. After the service visit, the customer did not have further problems. Precision testing was performed. As there have not been other complaints about damaged cuvettes or erroneous results due to a damaged cuvette, it was assumed that the cuvette was damaged by incorrect handling by the customer.